Event description:
Affiliate reported that when the doctor tried to raise the pressure to 200mm h2o but the pressure became 30mm h2o. Therefore, it was noted that the device could not be reprogrammed after implantation and as a result the device needed to be replaced. The date of initial surgery is unk. The device was replaced in 2009.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Other wise, the complaint is considered to be closed at this time.